Event description:
Healthcare professional additionally reported "fragments of the fibrous wall of pseudocyst with resorptive reaction, silicone granulomas and moderately abundant."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fragments of the fibrous wall of pseudocyst with resorptive reaction, silicone granulomas and moderately abundant. "

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side rupture. Device explanted and replaced with another manufacture.

Event description:
Healthcare professional reported a left side rupture. Device explanted and replaced with another manufacture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.